Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that following implant, the impella cp pump became stuck in the sub valvular apparatus. Multiple attempts to reposition the device were unsuccessful and the staff opted to continue with support despite the pigtail being stuck. The pump was weaned overnight and removed the following day. Patient survived.